Manufacturer narrative:
Other text: device evaluation a sample was received to perform an investigation. A visual inspection of the returned unit was performed at 12 to 16 inches under normal conditions of illumination and no defects were found. Functional testing was performed by inflating the pilot balloon using a syringe. The reported problem was confirmed. Cuff leakage was detected. In addition, the sample returned was connected to leak tester machine to identify any leak and leakage was detected in the sample returned. Based on sample analysis, a hole in the pilot balloon was found causing a leak. The sample returned was verified in the pressure decay test that was capable to detect the leak caused for the hole. The operations prior to the pressure decay test were reviewed and it was confirmed that there were no sharp surfaces that could cause the hole that was shaped as a pin hole which indicated that the damage could be caused after the manufacturing process. A device history record (DHR) review was not performed because the lot number was unknown. Additional information d10, h3 and h6.

Event description:
It was reported that after indwelling the product in the patient, the customer noticed the cuff was unable to be inflated. No patient injury. No additional information is available.